Event description:
It was reported that the cement stuck to prostalac mold when trying to release the stem. After case it was noticed that inside of mold was pitted and not smooth. There was no delay or extended surgical time. Case was completed without further incident.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the prostalac mold sz2 125mm has multiples scratches/nicks at the entire surface. Additionally the device presents deformation at the edges of both mold faces and exhibits signs of repetitive use. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed and was able to replicate the reported unable to assemble condition due to the deformation observed at both faces of the prostalac mold sz2 125mm prevents proper assembly as there remains a quite noticeable open space. The overall complaint was confirmed as the observed condition of the prostalac mold sz2 125mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.